Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Ulcer is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On (B)(6) 2017 while hospitalized for pre-existing weight loss and increased blood test results, the patient underwent an unspecified examination which revealed widespread duodenum bleeding. It was reported that the duodenal bleeding caused an aggravation of the patient's pre-existing anemia and required 3 units of blood. The patient's non-abbvie peg and j tube were removed and the patient started oral duodopa therapy. It was reported that the cause of the bleeding was due to a 3cm penetrating ulceration at the descending part of duodenal bulb (ulcus duodeni forrest ii/c).